Event description:
It was reported that a patient underwent a spinal fusion with posterior instrumentation at levels l4-s1. Upon a follow-up x-ray, it was revealed the discovery of a s1 fractured screw, approximately 12 weeks post-op. No complaints from patient noted. No revision surgery scheduled at this time. Physician is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. X-rays revealed the confirmation of the fractured s1 screw. Unable to determine the cause of the event.